Event description:
It was reported that the patient with this pacemaker had symptoms of pacemaker syndrome after the implant of the device. It was noted that the device was reprogrammed to resolve their symptoms. No additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker had symptoms of pacemaker syndrome after the implant of the device. It was noted that the device was reprogrammed to resolve their symptoms. No additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had symptoms of pacemaker syndrome after the implant of the device. It was noted that the device was reprogrammed to resolve their symptoms. No additional adverse patient effects were reported. The device remains in service.